Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display anomalies were noted. However, device was received with unresponsive buttons due to corroded keaypad traces. No button error alarms were noted. Traces of moisture were found at the lcd assembly. Unable to perform unexpected error test due to button keypad anomaly. Device was received with cracked caseat display window corners, reservoir tube and battery tube threads. Device was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was 81 mg/dl. Troubleshooting was performed. The device was returned for analysis.